Event description:
Per the clinic, the patient experienced a reoccurring infection at implant site and subsequently was treated with oral antibiotics for a duration of seven days. The patient also underwent a revision surgery under general anesthesia on (B)(6) 2025 to clean the infected area. However, the issue could not be resolved and the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.